Event description:
A malfunction alarm known as alarm 20a was reported when the customer attempted to load a new cartridge into the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed critical levels. Although the customer followed the appropriate loading technique with guidance from technical support, the alarm persisted, leading to a decision to replace the pump. The pump was under warranty, and the customer was advised to use multiple daily injections as a backup therapy. Technical support provided instructions on how to place the pump in storage mode and requested that the customer return the defective pump using a pre-paid label within ten days, which the customer understood and acknowledged.